Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the irrigation only tip fell off during use in a total knee procedure. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the irrigation only tip fell off during use in a total knee procedure. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. A definite root cause could not be determined. The device was scrapped at the manufacturer.